Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a transient nmi. The device was tested on the bench and no anomaly was noted. The cause of the transient nmi could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacemaker was found operating in backup vvi mode. The pacing lead impedance remained upper out of range since the last check-up seven months ago. The patient was asymptomatic and is pacemaker dependent. The pacemaker was explanted and replaced. No further information is available.